Event description:
It was reported there was no telemetry and no evidence of pacing. Two different programmers were tried without success. The device was explanted and replaced. No patient complications have been reported as a result of this event.